Event description:
The customer alleged the unit did not give an audio alarm. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self-testing. No parts were replaced. It is not verified that the audio alarm did not function, and no malfunction may have occurred. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.